Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of hair on blade; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached to the parent complaint was reviewed by the manufacturing site. The photos 1 shows hair on the knife and photo 2 shows list of products and pak lot number. Reported issue confirmed from photo 1. The evaluation of the attached photo confirms the hair on the blade noted by the customer. Based on the evaluation of the information, since the sample was not received at the manufacturing site, how and when the hair on blade was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no observation observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an hair was found on blade during calibration startup. The surgery was completed with an alternate knife with no reports of patient impact.